Manufacturer narrative:
All information was investigated, and the returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the system preparation, it was observed that when both the grippers were lowered, there was a discrepancy in the angle between the left and right sides. One side was positioned at 170°and the other was approximately 90°. Despite lowering the lock lever and lowering the gripper again, the angle remained unchanged. The grippers were cycled once before the issue was identified. The clip was replaced with another device to complete the procedure. The mr grade was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Event description:
It was reported that the patient with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the system preparation, it was observed that when both the grippers were lowered, there was a discrepancy in the angle between the left and right sides. One side was positioned at 170°and the other was approximately 90°. Despite lowering the lock lever and lowering the gripper again, the angle remained unchanged. The grippers were cycled once before the issue was identified. The clip was replaced with another device to complete the procedure. The mr grade was reduced to grade 1. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.